Event description:
It has been reported to philips that the wireless foot pedal loses the wifi connection. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment was completed without delay by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot pedal loses the wifi connection. Upon troubleshooting, fse found the wi-fi (led) indicator on the wireless footswitch was solid red and the battery indicator was green which confirmed the problem with wireless connection. To resolve the issue, fse replaced the wireless footswitch and wireless base station and returned to philips for further analysis. The wireless footswitch analysis confirmed that the malfunction was due to electronic defect and the wireless base station failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.